Event description:
It was reported that prior to the implant this lead was checked, and the extension and retraction of the helix was normal. After implanting the lead, the helix did not extend and testing found no pacing signal, thus it was attempted to extend the helix which resulted in rotation the helix fourteen times to extend. Another testing pacing sytem analyzer (psa) cable was used but no pacing signal was seen, and the pace impedance measurements were high and out of range. The same test cable was used to test the other lead which was able to pace, and no connection issue was noted. After the helix of this right ventricular (rv) lead was extended there was an issue with the test, thus the helix tip was retracted, and it was taken out of the patient's body. After thirty turns of rotation the helix could not be completely retracted and dislodged. During the withdrawal it was noted that the tail end of the helix was rotation, and the helix mechanism was not working. The lead was not used and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations, while the dislodgment allegation was not confirmed but was a known inherent risk of the device.

Event description:
It was reported that prior to the implant this lead was checked, and the extension and retraction of the helix was normal. After implanting the lead, the helix did not extend and testing found no pacing signal, thus it was attempted to extend the helix which resulted in rotation the helix fourteen times to extend. Another testing pacing sytem analyzer (psa) cable was used but no pacing signal was seen, and the pace impedance measurements were high and out of range. The same test cable was used to test the other lead which was able to pace, and no connection issue was noted. After the helix of this right ventricular (rv) lead was extended there was an issue with the test, thus the helix tip was retracted, and it was taken out of the patient's body. After thirty turns of rotation the helix could not be completely retracted and dislodged. During the withdrawal it was noted that the tail end of the helix was rotation, and the helix mechanism was not working. The lead was not used and was expected to be returned. No adverse patient effects were reported.